Manufacturer narrative:
The technician found the bed scale was zeroed while patient was still in the bed, user error. The technician had the patient moved and re-zeroed the scale to resolve the issue.

Event description:
The account alleged the bed exist alarm would not set. No patient impact.